Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic. Upon interrogation stored episodes of noise reversion were noted. The atrial lead exhibited noise that was reproducible through isometrics. The lead remained implanted and the patient would be monitored.